Event description:
Reporter states medical staff had set up the injector on a pt with a 75ml pre-fill syringe and had put the injector into an "enabled" state ready to start. Before starting the injection staff had to enter some data onto a separate computer, after which they turned their head and noticed the optivantage delivery of the last 2 or 3ml of the programmed injection for which they say they had not touched the start button. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.